Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this right atrial (ra) lead exhibited loss of capture, loss of sensing and impedance was greater than 2000 ohms. A chest x-ray was performed and it was confirmed that the ra lead had fracture. The system was reprogrammed. Additionally, this patient will be re-evaluated in the future and the ra lead will be replaced at the next generator change out procedure. At this time this product remains in-service. No adverse patient effects were reported.